Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator generated an error code indicating the inspiratory proportional solenoid (psol) was stuck open. The device was available for evaluation. A review of the logs show that the ventilator entered into backup ventilation at the time of the event. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the logs but was unable to duplicate. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The potential cause of the reported event may be due to a temporary difference between the measured inspiratory gas flow and that of the proportional solenoid valve (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated an error code indicating the inspiratory proportional solenoid (psol) was stuck open. There was no reported injury to the patient.